Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that a temperature error (temperature is no longer displayed) occurred during body temperature management.

Manufacturer narrative:
The reported event is unconfirmed as the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. Photo samples were submitted, however, could not be evaluated for the reported failure. Gross visual evaluation: no damage to the cord was noted. Connections of the cords to the plug and socket were secure. Using a multimeter, the cord was tested for and found to have continuity. The samples meet the specification "plug and jack must be firmly secured to wire. The device history record review could not be performed without a lot number. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that a temperature error (temperature is no longer displayed) occurred during body temperature management. As per additional information via email from ibc on 19dec2023, the issue was with cable and it was unknown whether the reading was erratic or not registering.